Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation and before use in the patient, when the protective shealth and stylet were removed from the xience alpine 3 x 23 mm stent delivery system, the stent dislodged from the balloon and stuck in the yellow protective sheath. A new xience stent was used to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. The reported difficulty to remove could not be confirmed due the condition the device was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove the sheath. The additional difficulty appears to be related to operational context. There is no indication of a product quality issue with respect to manufacture, design or labeling.